Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra link meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first began on (B)(6) 2017. She stated that the patient obtained alleged glucose results of 305 and 360 mg/dl on the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The patient manages her diabetes with insulin pump therapy and continued to take her usual dose including sliding scale ¿novolog 10 units¿ in response to the alleged product issue. On an unknown time after the alleged product issue began the reporter stated that the patient developed symptoms of ¿exhaustion and thirst¿. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.